Event description:
Dr became frustrated as he had a huge polyp snared and could not get the equipment to work right, so the equipment was changed which delayed surgery. There was no harm to the pt as a result.